Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one (1) controller (B)(6) was returned for evaluation. One (1) controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Log file analysis associated with (B)(6) did not reveal any anomalies during the analyzed period. Failure analysis of (B)(6) revealed bent pins within the serial port. The bent pins did not allow a data cable to connect to the controller. During supplemental testing, the bent pins were re-aligned and the controller performed as intended. As a result, the reported event associated with (B)(6) was confirmed. The reported event associated with (B)(6) could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event involving (B)(6) can be attributed to a misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cable. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on an investigation conducted under CAPA: pr00384004, the root cause of bent socket pins within serial port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Additional products: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the controllers exhibited unstable/poor mechanical connections in the data ports.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5, b7, h6 and h10. B5 and h6 were corrected to indicate that the controller exhibited an unstable/poor mechanical connection in the data ports. B7 corrected to indicate that patient had a history of driveline infection in (B)(6) 2019. H10 additional product serial number corrected from to (B)(6). Additional products: d4: expiration date: 31-dec-2019 / serial or lot#: (B)(6) UDI #:(B)(4)h4: mfg date: 17-dec-2018 h6: img code(s): g04034 h6: FDA device code(s): a12 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Updated section: a4 weight in lbs additional products: serial# (B)(6) h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14 serial# (B)(6) h6:FDA method code(s): b17 h6:FDA result code(s):c20 h6:FDA conclusion code(s): d14 data cable h6:FDA method code(s):b01, b15 h6:FDA result code(s): c0205, c0601, c07 h6:FDA conclusion code(s): d11 h6 FDA img code(s): g03008, g04034 product event summary: one (1) controller ((B)(6)) and one (1) monitor data cable with an unknown lot number were returned for evaluation. Two (2) controllers ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation for the monitor data cable could not be performed since the device lot number was unknown. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Log file analysis associated with (B)(6) did not reveal any anomalies during the analyzed period. Failure analysis of (B)(6) revealed bent pins within the serial port. The bent pins did not allow a data cable to connect to the controller. During supplemental testing, the bent pins were re-aligned and the controller performed as intended. Visual inspection and visual evidence provided by the site revealed that the indicator marker of the data cable was illegible. Visual inspection also revealed that the cable outer sheath was found damaged with the internal wires exposed and worn our damaged connector. Internal inspection revealed an open wire within the strain relief of the cable assembly. Functional te sting revealed that the cable was unable to transfer data to and from the test monitor. As a result, the reported events associated with (B)(6) and the monitor data cable were confirmed. The reported events associated with (B)(6) could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event involving (B)(6) can be attributed to a misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cable. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on an investigation conducted, the root cause of bent socket pins within serial port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the observed illegible indicator mark and cable outer sheath damage can be attributed to wear and/or the handling of the devices. The most likely root cause of the observed open wire event can be attributed to wear on the strain relief and/or the handling of the device, which likely contributed to the fraying or breaking of the cable wire. Based on the available information, the most likely root cause of the damaged data cable connector can be attributed to wear, likely due to normal disconnection and reconnection between the data cable and metal serial port connector on the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the description of the event problem and additional devices involved in the event which have been reported in h10 as additional devices. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2022 / serial or lot#: (B)(6), UDI #: (B)(4). D9: no h4: mfg date: 19-mar-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g0403401 h6: FDA device code(s): a040609 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d21 d1: heartware ventricular assist system ¿ data cable d4: model #: 1575 / catalog #: 1575 / expiration date: unk / serial or lot#: UDI #: asku if unknown d9: yes, return date: 14-apr-2022 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: unk. H5: no h6: patient ime code(s): e2403. H6: imf code(s): f26 h6: img code(s): g02004 h6: FDA device code(s): a04 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a third controller had damaged pins and was exchanged. It was believed that the data cable contributed to damaged pins on the controller as "wear on the plug" made malalignment easier. The data cable was removed from service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2022 / serial or lot#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Mfg date: 19-mar-2021. Labeled for single use: no. (B)(4). Additional information has been requested regarding the patient weight and history, confirmation of the second controller serial number and return status, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had bent pins in the data port. The controller was exchanged. After one day, the new controller was also reported to have bent pins. The new controller was exchanged. It was also reported that the patient's international normalized ratio (inr) and heparin levels were therapeutic to perform the exchanges. No patient complications have been reported as a result of this event.